Event description:
It was reported the patient's ipg (B)(6) was inoperable due to end of battery life. As a result, surgical intervention was undertaken on (B)(6) 2015 to address the issue. (Reference MFR report#1627487-2015-06118 regarding further information on the lead). Furthermore, the ipg was explanted and replaced at that time. Stimulation was restored postoperatively thus resolving the issue.

Manufacturer narrative:
(B)(4). Results: the complaint was not confirmed. Based on the ipg as received settings of 60hz, 312us and .4ma perception with a .9ma maximum tolerance, the device should not have been at the end of life. Pulse load testing confirmed the low battery indication was due to battery passivation, which resulted from the device being programmed to low settings. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. The device functioned normally throughout analysis. The low battery indication is a normal condition that can occur in this device model if lower settings are used. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.